Event description:
It was reported that the customer's insulin pump had cracks on the display screen. Customer's blood glucose level at the time 400mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. During visual inspection shows that damage to lcd window is a scratch not a crack as reported by user.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.